Manufacturer narrative:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd extension sets. Sample was received with no visual discrepancies were detected.functional testing was completed and complaint was validated on occlusion. The customer discovered issue during priming. Gemba testing at manufacturing prior to release, revealed all testing passed. Testing was done to duplicate complaint and the event was verified on four samples. The root cause is isolated to excess solvent was applied in the solvent bonds. Mitigation revealed the device went through quality testing and passed. Action was done with production personnel and trained on 30-jan-2020 on pm-417 rev.104 in order to reinforce the solvent application.

Event description:
Device analysis completed on a smiths medical ambulatory infusion pumps/cadd extension sets. Results filed in h 10.

Event description:
Information was received indicating that upon attempting to prime a smiths medical cadd® extension set at pre-use check, an occlusion occurred. The occlusion did not allow successful priming of the line. There was no reported patient injury.